Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported rupture and capsular contracture baker grade unknown and "concern" against right side device. Patient later reported "right side, implants intact no solid or cystic mass" via us report. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported against right side capsular contracture baker grade IV, "intact with silicone leak", "reactive inflammatory changes" and cyst (non device related). The device has been explanted and replaced.